Event description:
I had a my medtronic synchromed el pain pump replaced due to low battery alarm. The medication used is called prialt or ziconitide. The new pump was set at the old pump rate, then increased a small amount. The day of the surgery all I can remember until two weeks later. My wife tells me my personality changed, I became mean, not abusive. Lost all memory of the events, unable to sleep or would suddenly fall asleep without warning. I was unable to walk very well, unable to speak what I was trying to verbalize. My thoughts seemed scattered, severe muscle twitching all over body, ears ringing very loud, no appetite. My wife called the doctor and he turned my pump down by one half the total rate -mcg/24 hrs-. I was starting to get a little better after 3 or 4 days, but returned two more times over the month in 2008 to have my pump rate reduced from 13.0+ mcg/24hrs down to the current 3.0 mcg/24hr rate. I am still having problems, but not as bad and will be seeing my doctor this week to adjust the rate again. I had my new pump implanted in 2008 after the old one was removed. In my first pump I got very little relief with morphine, dilaudid and baclofen. This was between 2002 until 2007. I was started on the prialt and was getting some better results than with the opiates. The starting rate was 5.0 mcg/24hr and was gradually increased until 2008 at 13.0 mcg/24hrs. After new pump was implanted the rate was increased a small amount -?- to help with post op pain, but within one day I lost two weeks of my life. I just cannot remember much if anything. My pump has been reduced to the current rate of 3.0 mcg/24hr and most of the serious symptoms have resolved. I don't think my old pump was working correctly. Dose or amount: 13.0+ mcg/24hrs. Frequency: continuous. Route: it. Dates of use: 2007 - 2008, currently still on med. Diagnosis or reason for use: crps uncontrolled pain by narcotics. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.